Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent lead replacement procedure.